Manufacturer narrative:
Correction: d9 - date returned to mfg null: ni to na. E1 - fax number null: ni to na. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000824177a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 000824177a, device part number 195-430wjr/ lot 824177. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 824177 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the patient sample.

Event description:
The consumer reported false negative results on two (2) binaxnow covid-19 ag self tests. This report is for test one (1) of two (2). The consumer reported false negative results with the binaxnow covid-19 ag self test performed on (B)(6) 2024 with a nasal sample. Confirmation testing (pcr) was performed and generated positive results. The consumer reported symptoms of congestion and fatigue. At the time of the complaint, he was getting better but still had some symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction: g3 - 09aug2024. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported false negative results on two (2) binaxnow covid-19 ag self tests. This report is for test one (1) of two (2). The consumer reported false negative results with the binaxnow covid-19 ag self test performed on (B)(6) 2024 with a nasal sample. Confirmation testing (pcr) was performed and generated positive results. The consumer reported symptoms of congestion and fatigue. At the time of the complaint, he was getting better but still had some symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported false negative results on two (2) binaxnow covid-19 ag self tests. This report is for test one (1) of two (2). The consumer reported false negative results with the binaxnow covid-19 ag self test performed on (B)(6) 2024 with a nasal sample. Confirmation testing (pcr) was performed and generated positive results. The consumer reported symptoms of congestion and fatigue. At the time of the complaint, he was getting better but still had some symptoms. No additional patient information, including treatment and outcome, was provided.